Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a part of the insulation of the jaws was seen to be peeled through a monitor. For that reason, the device was removed from the cavity and new device was used. The peeled insulation was not disengaged from the jaws upon removal, but later the piece was disengaged and lost somewhere outside the patient. A new device was used to continue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and missing plastic. The disengaged plastic was not returned. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a part of the insulation of the jaws was seen to be peeled through a monitor. For that reason, the device was removed from the cavity and new device was used. The peeled insulation was not disengaged from the jaws upon removal, but later the piece was disengaged and lost somewhere outside the patient. A new device was used to continue. There was no patient harm.